Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material #: 304657, batch #: 4261538. Verbatim: rcc received a complaint via email. Medline complaint (B)(4). Defect description: 10ml syringe is leaking. Product description: syringe 10ml ll bns. Vendor part #: 304657. Lot #: 4261538. Date reported: 12/08/2025. Photo received: no. Sample received: no. MDR reportable: yes; reference 1417592-2026-00004. Response needed: summary of findings and corrective actions. Additional information provided: please provide an exact date of event: unknown, complaint was sent to us 12/08/2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Was anything unusual noted with syringe: unknown. Where was the leak noted: unknown.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint is classified as unconfirmed, as there are no physical samples or photographic evidence available to verify the condition of the syringe. However, based on the trend analysis of previous events, a CAPA initiation determination was generated to ensure appropriate follow-up. It is important to note that, during the review of the batch record, no quality events related to the manufacturing of the product were identified that could be associated with the defect reported in this case.